Manufacturer narrative:
Date of event - estimated as the event/implant date is unknown. Implant date - estimated as the event/implant date is unknown. Explant date - estimated as the date of implant is unknown, however, it is known that the device was explanted while in recovery post procedure.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. While the patient was in recovery, the closure device embolized from the laa. The closure device was explanted from the patient and no new closure device was implanted.